Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was not powering on when he tried to test his blood glucose and had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issues first occurred on (B)(6) 2013 at 1 pm. The patient reported using insulin pump therapy to manage his diabetes. It is unclear if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The patient reported 1 hour after the alleged issue occurred he developed symptoms of ¿blurred vision and confusion¿. The patient reported on (B)(6) 2013 at 2:30 pm he went to a doctor¿s office visit and a reading of ¿less than 70 mg/dl¿ was obtained and he was advised to ¿eat sugar snacks to raise blood glucose.¿ during the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. However the cca discovered there was misuse of the subject meter, the patient reported a ¿pick axe had dropped on the meter.¿ replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia and required treatment.